Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a chest x-ray and CT scan revealed the lead had perforated the patient. The lead was explanted and replaced.